Event description:
It was reported during a video assisted thoroscopic surgery the surgeon had difficulty firing the ez35b on the second firing. A second instrument was opened to complete the case. There was no consequence to the pt.